Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records of lot. No pattern related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation system. Physician reported "pins became infected and device removed prior to rx completion" 2 weeks post operative. "Infection resolved with the removal of the device and a brief course of oral antibiotics."

Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records of lot. No pattern related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation system. Physician reported "pins became infected and device removed prior to rx completion" 2 weeks post operative. "Infection resolved with the removal of the device and a brief course of oral antibiotics."